Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-33501. It was reported that the patient experienced lead migration. The patient also attempted to turn up stimulation to relieve the pain however, it made the patient sick. The patient had the system explanted. No additional information was provided.